Manufacturer narrative:
A ge rep contacted the customer by phone and directed the customer to reset the capacitor module circuit breaker. System operates as intended.

Event description:
The customer reported the system displayed a precharge voltage error and shut down. No pt injury was reported.